Manufacturer narrative:
E1: initial reporter establishment name; (B)(6). Device evaluation: the customer complaint was duplicated. Visual test found damaged (detach) downstream occlusion (dso) seal. Functional testing found the dso sensor was defective. The cause was the damaged(detach) dso seal. The dso seal was replaced to correct the issue. The product's service history records were reviewed and there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presents a cassette alarm. The reporter stated the customer tried with different lots of cassettes however, the same problem appeared. There was no patient involvement.